Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included bench handling and shock button testing without duplicating the malfunction. An internal inspection of device did not find any damage or loose connections. The device was recertified and returned to the customer. Also, it is important to note that the multifunction cable used at the time of reported event was not returned for evaluation. No trend is associated with reports of this type.